Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed.

Manufacturer narrative:
The returned device was evaluated and the pod download data showed an 0x31 alarm generated just after completing the first priming sequence. This hazard alarm caused the pod to deactivate before completing second priming. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No damages or defects in the device were found that would cause a failure to deploy the needle. The actual root cause of the hazard alarm could not be determined.